Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this right ventricular (rv) lead, crosstalk and pacing inhibition was observed that resulted in multiple asystole events. The patient was pacemaker dependent. An x-ray was performed and revealed that the lead had dislodged. An invasive procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.